Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 a premature expiration alert occurred. The sensor was inserted in the abdomen on (B)(6) 2018. No additional event or patient information is available. Data was provided for evaluation. Data review confirmed the reported event. The root cause could not be determined post investigation.